Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced intermittent low blood glucose (bg) levels reaching 64 mg/dl. Reportedly, customer believed low bg levels were due to exercising or deliver a larger bolus than needed. Customer addressed low bg level with carbohydrates.